Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a (B)(6) female was being placed on an impella 5.5 for mechanical circulatory support. The complainant reported that an impella 5.5 pump could not be placed during attempted delivery due to the patient's anatomy. After failed attempts the medical staff decided to abort the procedure.